Event description:
The customer reported the ventilator would not turn on via ac power and the mains power led indicator was not lit. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) verified the reported problem. The fse replaced the power supply to correct the reported problem. Applicable final testing was completed per operating specifications and passed.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
Supplemental report